Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered stapler handle and one endo gia standard adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual inspection noted no abnormalities. Functional evaluation revealed open traces for the selector motor on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; once the stapler was loaded with the battery the device did not recognize the connection of the adapters. The device was not used on a patient.